Manufacturer narrative:
Unit had constant motor error during rewind due to motor encoder signalout of phase. Unable to perform the displacement test due to motor error alarm. No cosmetic damage noted. Ab (B)(6) 2014. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 112 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.